Event description:
(B)(4) received notice regarding the incident from the provider, involving a tens unit, a product imported and distributed by (B)(4). After using the tens unit on his back for about 3 hours, the enduser's wife allegedly noticed burns on the enduser's back. This report is based on the information that was provided by the enduser.